Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. Based upon the available information in the logs, there was an evidence of a malfunction leading to loss of ventilation at the time of the event. As there was related entry in the logs, the complaint of system error and loss of ventilation was confirmed. H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient at home, this ht70 ventilator generated a "system error" and the ventilation stopped. A continuous alarm was generated and the power was unable to be turned off. There was no injury to the patient.

Manufacturer narrative:
Section d8 updated section h6 evaluation codes updated due to additional information received method code (annex b): add b13 result code (annex c) remove c20 and add c13 component code (annex g) remove g07003 and add g07001 it was reported that while in use on a patient at home, this ht70 ventilator generated a "system error" and the ventilation stopped. A continuous alarm was generated and the power was unable to be turned off. Based on the available information in the logs, there was evidence of a malfunction leading to loss of ventilation at the time of the event. As there was a related entry in the log, the complaint of system error and loss of ventilation was confirmed. The ventilator was not made available to medtronic for evaluation. Third-party service provider, tokibo (tkb), inspected the ventilator but could not duplicate. The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. The cause of the event could not be determined. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.